Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of test strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.